Event description:
"Incident happened on (B)(6) 2015. The patient was an elderly woman, who was an oxygen-therapy user and used the perfect o2 concentrator daily. The patient died in a fire in her small flat in (B)(6).

Manufacturer narrative:
According to the information received so far, a perfect o2 concentrator was present in her home and she used the device daily. In the moment, there are no further details about the incident available, we have requested detailed information, pictures and parts for further investigations. That alleged incident occured in (B)(6).